Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that over the last two to three days, they have been experiencing no delivery alarms and have had to hit resume. The customer's blood glucose was 448 mg/dl. They said that they had to repeat the same thing about 3-4 times and believed that their infusion set may have been clogged but the alarmed continued even after several set changes. The customer is also reporting that their insulin pump suspended for no reason while they were with their diabetes educator. It was advised that the pump be replaced due to the multiple no deliveries that were not resolved by the infusion set change, recurring high blood glucose and the insulin pump going into auto suspend without the customer using the threshold suspend option.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no unexpected suspend anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.